Manufacturer narrative:
The return reason of oxygen error is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture.

Event description:
It was reported that when the patient went to go to their appointment, the patient felt like they were suffocating while using the device. No error messages were seen on the device. As a result, the patient was sent to the hospital emergency room and was put on their oxygen. When the patient left to their vehicle, the patient started feeling like they were suffocating again so they were put on the hospital oxygen again. The patient was sent home with an oxygen tank given. Patient has since received their replacement.